Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to an improperly seated back flex tail on the input/output printed circuit board (I/o pcb). At this time, the date of event is unknown.

Event description:
It was reported that a pump had no audio.